Event description:
It was reported that during an ablation procedure, a faradrive steerable sheath was selected for use. Upon introduction of the farawave ablation catheter, a significant amount of air was introduced into the sheath via the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that it was not possible to introduce the guidewire through the sheath valve. Attempts were made to retract the dilator at the sheath entrance, passing the guidewire through the dilator, but this resulted in the formation of large bubbles in the sheath. The air bubbles were not seen in the patient, as the bubbles were aspirated within sufficient time and the sheath was replaced immediately. Additionally, the guidewire did not protrude from the farawave ablation catheter when the catheter was inserted into the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.